Manufacturer narrative:
Concomitant medical products: flexcath advance steerable sheath. Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The baseline gender/age characteristic is male/ (B)(6) for the patients referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿comparison of the incidences of complications after second-generation cryoballoon ablation of atrial fibrillation using vitamin k antagonists versus novel oral anticoagulants.¿ the american journal of cardiology (www.ajconline.org). Http://dx.doi.org/10.1016/j.amjcard.2017.04.012.

Event description:
The literature publication reports the following patient complication while using a mapping catheter: multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. There were also six (6) patients with ¿mild pericardial effusion without hemodynamical impact that required pericardiocentesis or intervention.¿ the status/location of the mapping catheter is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.